Manufacturer narrative:
A partial lead with the measuring 50.2 cm was returned for analysis. Failure event observed during analysis. Final analysis found externalized conductors due to internal insulation abrasion were noted at 10.9-13.7 cm from the tip. The etfe coating was intact at this location, external insulation abrasion was noted at 41.0-41.4, 43.1-43.3, and 47.0-47.2 cm from the distal tip consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.